Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for head/neck (non-malignant pain) and spinal pain. It was reported that the patient was calling because they needed to be reprogrammed. The patient stated that since they got their ins it only stayed charged for maybe a week. The patient stated that prior to being implanted that patient was told that they would only have to charge once a month. It was indicated that the event date was asked but was unknown. It was then mentioned that the patient used to have ¿a and b and now they didn't have anything¿ and it didn't let them increase. No troubleshooting was done over the phone as the patient became escalated. It was asked but was unknown when this issue occurred. The patient stated that they were dizzy and nausea's, which was related to the stimulation issue. It was reported that this issue began on (B)(6) 2019. No further complications were reported/anticipated.